Event description:
It was reported that the threshold on the right ventricular lead was increasing. Ventricular capture management (vcm) responded to the increased threshold by increasing output. Upon device interrogation in the clinic a vcm high output warning popped up. The warning was cleared and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.